Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage.there not were visual indications of dried fluid within the cassette compartment.there were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.force gauge test passed. Cassette/door switch test passed.safety clamp test passed.system air leak test passed. Valve actuation test passed.patient sensors test passed.post-ast 2h 15min 8500 ml simulated treatment was performed and completed.the sound (noise) emitted from the cycler during the test treatment was normal.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient explained that during an unknown phase of treatment the cycler cassette door popped open, and the cassette fell out. The cassette dripped fluid onto the cycler power cord, which then caused a popping sound and a burning smell. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid leaked from unknown location on the cassette. A new cycler was issued to the patient. In a follow up, the patient's spouse verified the event and said there was no harm, intervention or adverse event associated with the leak and burning smell. The patient was able to do manual treatments while waiting for a new cycler to arrive. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient explained that during an unknown phase of treatment the cycler cassette door popped open, and the cassette fell out. The cassette dripped fluid onto the cycler power cord, which then caused a popping sound and a burning smell. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid leaked from unknown location on the cassette. A new cycler was issued to the patient. In a follow up, the patient's spouse verified the event and said there was no harm, intervention or adverse event associated with the leak and burning smell. The patient was able to do manual treatments while waiting for a new cycler to arrive. The cycler is available to return.